Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for chronic low back pain. It was reported that the ins battery for the scs went out a year early on (B)(6) 2018. Patient's hcp and insurance decided to implant a different manufacturer's device. Patient was calling to see about donating the external equipment. Patient was redirected to the appropriate department for that. No further complications were reported/anticipated.